Event description:
It was reported that the calibration failed. No patient injury was reported.

Manufacturer narrative:
If the initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 02-aug-2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 18-nov-2021.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found missing tamper seal and missing battery door. There was no evidence of error in the device ehl (event history log). The investigation found that the reported problem was duplicated. During functional testing the downstream occlusion sensor was stuck in the manufacturing utility mode and an inoperable downstream occlusion sensor cannot be calibrated alarm occurred. For corrective action it was recommended to replace the downstream occlusion sensor. The root cause of the reported issue was unknown. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.